Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had low blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 67 mg/dl when paramedics arrived. Customer stated that the paramedics have come to his house like 7 or 8 times back in (B)(6) 2013 due to his insulin pump was malfunctioning, it was given too much or too little and his blood glucose have been unstable. Customer also stated that his meter is not working correctly. Nothing further was reported.